Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device in pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the superior vena cava, the pta balloon allegedly ruptured. It was further reported that there was material detachment, as a result of the alleged rupture. The detached material was retrieved with the used of a snare. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon to be fully detached and partially inverted, indicating retraction issues. Additionally, the inner guidewire lumen was stretched distally. Therefore, the investigation is confirmed for balloon detachment as well as for retraction issues. However, the investigation is inconclusive for the reported balloon rupture as the balloon was returned detached; no obvious signs of balloon rupture were noted to the detached balloon. The investigation is also confirmed for dislodged marker bands. The marker bands likely dislodged as the inner lumen stretched and as the balloon detached and inverted distally. It is likely that the balloon detachment resulted in the retraction issues through the sheath. However, the definitive root cause for the identified balloon detachment or reported balloon rupture could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2021), h11: b5, g5, h3, h6 (patient code: 2923 dislodged or dislocated).

Event description:
It was reported that during an angioplasty procedure in the superior vena cava, the pta balloon allegedly ruptured. It was further reported that there was material detachment, as a result of the alleged rupture. The detached material was retrieved with the use of a snare. Another device was used to complete the procedure. There was no reported patient injury.